Manufacturer narrative:
H6 evaluation result codes updated. H6 evaluation conclusion codes updated. Device technical analysis: the sentinel cps was returned and device analysis was performed by a bsc quality engineer. The returned sentinel cps was visually, microscopically, x-ray, and functionally examined. The sentinel cps was returned with the proximal and distal filters sheathed, the distal filter slider kinked, and a guidewire entrapped within the device. The device was returned with an introducer sheath covering the proximal filter sheath section and the introducer sheath was unable to be removed. Microscopic analysis showed the articulating distal sheath was relaxed and broken and the proximal sheath was damaged. Due to the kink present and the presence of the guidewire a flush test could not be performed through the distal filter slider. Flush testing of the front handle flush port and rear handle flush port were performed without issue. During functional testing, the proximal filter could not be deployed as it was stuck within the proximal sheath and an x-ray examination was performed to evaluate the condition of the proximal filter. No damage to the proximal filter was discernable via x-ray. Returned device analysis could not confirm the reported proximal filter break. The reported device difficult to remove was confirmed due to the damage present on the articulating distal sheath and the proximal sheath. The observed kink of the distal filter slider and the presence of the guidewire did not contribute to the reported events.

Event description:
It was reported that a filter frame break occurred. Procedure summary a sentinel cerebral protection system (cps) was used during a transcatheter aortic valve implantation procedure. At the conclusion of the procedure during removal of the sentinel cps, the proximal filter was overcaptured and the sentinel cps and radial introducer sheath were removed from the patient as a unit. Upon removal from the patient, it was observed the proximal filter loop wire of the sentinel cps was broken and protruded from the sentinel cps . Patient status no patient complications were reported.

Event description:
It was reported that a filter frame break occurred. Procedure summary a sentinel cerebral protection system (cps) was used during a transcatheter aortic valve implantation procedure. At the conclusion of the procedure during removal of the sentinel cps, the proximal filter was overcaptured and the sentinel cps and radial introducer sheath were removed from the patient as a unit. Upon removal from the patient, it was observed the proximal filter loop wire of the sentinel cps was broken and protruded from the sentinel cps . Patient status no patient complications were reported.